Manufacturer narrative:
(B)(4).

Event description:
It was reported that a no readings alert occurred. Data was evaluated and the allegation was confirmed as a loss of connection for over 3 hours. The probable cause could not be determined. The reported issue of a no readings alert is reportable based on the finding of a loss of connection for over 3 hours. No injury or medical intervention was reported.